Manufacturer narrative:
Date of event was reported as "probably in (B)(6)" (2016). See manufacturer¿s report #3004209178-2017-02736 for the patient¿s other device issue.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient needed an adjustment of their implantable neurostimulator (ins) as the stimulation was not helping as much. There were no falls or trauma but it was noted by the patient that they had recent medical testing/emi environmental exposure as they had ¿other procedures¿ with their upper back with the doctor. The ins was checked with the programmer by the patient and had tried programs a, b, and c but had not gotten any satisfaction (¿not hitting the area¿). The patient also reported that they had upper area, thoracic pain which had gotten progressively worse which started in (B)(6) 2015. The patient noted that their ins was not meant to help with this pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient had an appointment scheduled with her healthcare professional (hcp) and a representative for (B)(6) 2017. The hcp was to be made aware of the issue at that appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.